Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump getting a constant tone beep or vibrate anomaly. The insulin pump screen was blank and even after changing the battery. The customer's blood glucose level was 174 mg/dl. Trouble shooting was completed. Insulin pump will not be returned for analysis.